Event description:
It was reported that during unpackaging of the 3.0x18mm device, the protective sheath was difficult to remove and the distal shaft was noted to be kinked; thus, the device was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another device was used to successfully complete the procedure. There was no additional information provided. The device was returned with the proximal seal separated. Follow-up information received from the account stated that the shaft was not separated and that it probably separated during return to abbott.

Manufacturer narrative:
(B)(4). Evaluation summary: although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us. The device was returned for evaluation. The reported kink (noted shaft damage) was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.